Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the right ventricular (rv) lead displayed oversensing and out of range (oor) low pacing impedance. Programming changes were made. A lead revision was attempted but abandoned due to a vein occlusion. Some time later, the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  dvpa2d4 ICD - implanted (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the  right ventricular (rv) lead triggered lead integrity alert (lia)  for  high rate non-sustained episodes , sensing integrity counter (sic) and out of range (oor) high pacing impedance.  The rv lead   exhibited an increase in threshold.  The lead remains in use. No patient complications have been reported as a result of this event.